Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to establish communication between his ipg and external devices. The pt stated he does not use the system very often and last charged in (B)(6) 2012. Replacement external devices were unable to resolve the issue. It was reported the pt will be referred for surgical intervention.